Event description:
The customer tested his blood glucose and received a contour reading of 145 mg/dl. He retested using another meter and rec'd a reading of 70 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips are to be returned for eval. Replacement test strips were sent to the customer.